Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2353900, no deviations or non-conformances related to this issue were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that while using bd nexiva¿ closed IV catheter system the needle would not disengage. The following was received by the following: response received on 11-sep-2023. Can you further provide the details regarding the defect reported? The stylet was stuck in the device and unable to be removed after insertion in the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd nexiva¿ closed IV catheter system the needle would not disengage. The following response was received on 11-sep-2023. Can you further provide the details regarding the defect reported? The stylet was stuck in the device and unable to be removed after insertion in the patient.